Manufacturer narrative:
Based on the limited information provided, a root cause cannot be determined. If additional information is obtained or received, minerva surgical will review and determine if supplemental report may be necessary. The disposable handpiece used in this case was not returned and therefore a failure analysis of the complaint device could not be performed. The lot number was not provided by customer so device history review was not performed, the handpieces met all qa specifications prior to being released, including adequate sterilization. Uterine/bowel perforations are known complications of an endometrial ablation procedure. Complications associated with perforations are addressed in the warning and caution sections of the operator's manual and instructions for use, including the statements: · use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. · activation of the minerva disposable handpiece in the setting of a uterine perforation is likely to result in serious patient injury. · excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. · although designed to detect a perforation of the uterine wall, this test is an indicator only, and it might not detect all perforations. Clinical judgment must always be used. · post-treatment, any patient-reporting signs/symptoms that could indicate a serious complication, e.g., bowel injury, should be thoroughly evaluated without delay. · as with all endometrial ablation procedures, serious injury or death can occur, including but not limited to, infection and injury to adjacent tissue, such as bowel, bladder, vagina, vulva, and/or perineum.

Event description:
It was reported that a patient who received a minerva ablation procedure, unknown procedure date, had a bowel burn. The patient had a bowel resection and is reportedly doing well. The physician did not provide the original procedure date, the surgical intervention date, or any other information. The physician requested not to be contacted and would not provide additional information.